Event description:
After an 1 1/2 hrs of iab therapy, a balloon leak was noted. The iab was removed and not replaced. No pt injury or further complications occurred.

Manufacturer narrative:
H10-sect d6 catalog # originally reported as 060-0608 should be 060-0606 due to typographical error.